Event description:
It was reported during remote follow up that the pacemaker exhibited a diagnostic anomaly. No intervention or patient symptoms were reported.

Manufacturer narrative:
The reported event of decreased longevity was confirmed. Based on the information provided, it was determined that the frequent usage of the device lead to a more conservative longevity calculation, hence a lower time to eri. The behavior is expected per system design.